Event description:
It was reported that the surgeon inserted an aq2003v silicone three piece lens and the optic was torn during insertion. The incision was enlarged to remove the lens and another lens was successfully implanted. Sutures were required to close the wound.

Manufacturer narrative:
No lens in unit carton.